Manufacturer narrative:
Concomitant products: w1dr01 ipg, implant date: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was removed due to vegetation on the leads. No further patient complications have been reported as a result of this event.